Manufacturer narrative:
Patient weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) bent when loading the lens due to loader error. The lens was fully inserted into the patient's right eye; however, the iol was removed during the same procedure. Another lens of same model and diopter was used as the replacement iol. There was no patient injury reported. The patient has recovered. No further information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 18, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a bent haptic. The lens was cleaned and, no further issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issue "loading issues" was not confirmed. The complaint issue "haptic damaged" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.